Event description:
Customer reported a false negative reaction to cell# 21 (c+c+) to the 0.8% resolve panel b lot# vrb190 (exp 01apr2014) with a donor that was later confirmed to have an anti-d and anti-c. Customer reports the sample in question was initially tested on the provue for the type and 3 cell screen test and the antibody screen was positive. Customer reported that the sample was tested against another 0.8% resolve panel and all d positive and c antigen positive cells all reacted 3+ using the provue. The customer went on and tested the donor against the listed 0.8% panel b to confirm the presence of anti-c and noted the false negative reaction to cell# 21 (c+c+). Customer then went on and tested the donor against selected rh negative, c positive immucor cells by the mts gel method with a 15 min incubation and reports all to show a 2-3+ reaction confirming the presence of the anti-c. Customer reports visually confirming the described negative reaction off of the provue from the service rack. All described testing above performed with the anti-igg gel cards. Manual gel testing of cell# 21 of listed 0.8% panel b was not performed by customer. No other discrepancies have been noted to qc testing on the provue or by manual gel method. No chronic errors observed with the provue. No bias results were reported.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).